Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii - leakage after performing intravenous puncture on a patient, the nurse found that fluid was seeping from around the prn cap. Repeatedly tightening the cap was ineffective, so a new prn cap was immediately replaced, and the problem did not recur.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4109423): 1) the products of this batch were assembled at intima ii auto line 3 in may 2024 and packaged at r240 & cfs package line in may 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. Possible cause of leakage after tightening: malocclusion occurs, i.e. The luer of the prn or end cap is not occluded correctly with the luer of the pp connector. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage from the mouth the screw cap after tightening cannot be determined because the defective sample is not received for analysis and confirmation. The plant will continue to track and trend for this issue.